Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was not confirmed. The guidewire passed through the lead with no issues noted.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to placement difficulty. The wire was not placed after pulling the lead and flushing the lumen. Additional information indicates that placement difficulty was caused by the patient's anatomy. This lead was never in service. No adverse patient effects were reported.